Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a inguinal hernia. It was reported that after the implant, the patient experienced mesh entrapped in spermatic cord/ genital nerve/ iliohypogastric nerve, and pain/ suffering. Post-operative patient treatment included mesh removal, revision surgery, and ligation of nerves.